Manufacturer narrative:
Section h10:(h3) pending evaluation.

Event description:
It was reported that this 65 y/o male patient's left hip was revised due to instability and dislocation posterior. Patient had exactech implants on both the femoral and acetabular side. Surgeon was able to keep the stem and remove the 56 cup and liner for competitors cup and liner. Exactech option head was used for the head. Patient was last known to be in stable condition following the event. Devices are not returning - hospital doesn't release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s dislocation/instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.